Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A review of the device history records was performed and during the manufacture of the product no complaint related issues were found. No ncrs were generated during production. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a drill bit would not pass through a nail when drilling for a proximal screw during a suprapatellar tibial nailing procedure. All connections were checked and verified tight. The surgeon had to manipulate the guide and push up on the drill bit and guide in order for the bit to pass through the nail. There was a 15 minute surgical delay. The screw went in successfully and the procedure was completed without harm to the patient. This report is 4 of 6 for (B)(4).

Manufacturer narrative:
Additional narrative: the aiming arm for suprapatellar is in good condition and only shows mild wear. The device was returned and reported to have contributed to a misalignment preventing the 4.2mm three-fluted drill bit, quick coupling, 330mm, 100mm calibration from passing through the proximal screw hole in the tibial nail. This condition is unconfirmed. When all the returned parts were assembled along with a titanium cannulated tibial nail-ex test sample the instruments properly targeted all proximal locking holes. It is likely that soft tissue obstructed the path of the drill bit and caused the drill bit to miss the locking hole. The design of the device was reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.